Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of incomplete clip closure could not be replicated or confirmed as the remaining clips loaded and closed properly when the event unit was actuated. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. The event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch #(B)(4).

Event description:
Procedure performed: laparoscopic cholecystectomy event description: the rep was not present during the case. During the case the surgeon applied 2 clips to either the cystic duct or artery. The surgeon was not satisfied with the clips and believed that they were going to fall off the vessel. It is unknown which trocar the clip applier was used through. It is unknown if the handle was squeezed "plastic to plastic". It is unknown if the clip was loaded into the jaws prior to insertion of the clip applier through the trocar. It is unknown if the vessel was skeletonized prior to use of the clip applier. The surgeon has been trained on the use of the device. The surgeon elected to manually remove the clips from the patient. The surgeon then added two new clips with the clip applier and the surgeon was satisfied with those clips and completed the case. The facility has indicated that they plan to submit this complaint to the FDA through medsun. No further information about the medsun report has been provided. Product is available for return. Additional information received via mail on 01dec2021 via mail by FDA medwatch #(B)(4): "disposable clip applier - according to surgeon: 2 clips applied to common bile duct. Did not completely close, removed and reapplied w/ same applier satisfactorily. Concern that this a repetitive occurrence. Verbal feedback received from surgeon. No mention of event in procedural note. Patient discharged same day with uneventful post-op course." Intervention: used device to complete the case. Patient status: no patient injury.

Manufacturer narrative:
The event device has returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch # (B)(4).

Event description:
Procedure performed: laparoscopic cholecystectomy event description: the rep was not present during the case. During the case the surgeon applied 2 clips to either the cystic duct or artery. The surgeon was not satisfied with the clips and believed that they were going to fall off the vessel. It is unknown which trocar the clip applier was used through. It is unknown if the handle was squeezed "plastic to plastic". It is unknown if the clip was loaded into the jaws prior to insertion of the clip applier through the trocar. It is unknown if the vessel was skeletonized prior to use of the clip applier. The surgeon has been trained on the use of the device. The surgeon elected to manually remove the clips from the patient. The surgeon then added two new clips with the clip applier and the surgeon was satisfied with those clips and completed the case. The facility has indicated that they plan to submit this complaint to the FDA through medsun. No further information about the medsun report has been provided. Product is available for return. Additional information received via mail on 01dec2021 via mail by FDA medwatch (B)(4): "disposable clip applier - according to surgeon: 2 clips applied to common bile duct. Did not completely close, removed and reapplied w/ same applier satisfactorily. Concern that this a repetitive occurrence. Verbal feedback received from surgeon. No mention of event in procedural note. Patient discharged same day with uneventful post-op course." Intervention: used device to complete the case. Patient status: no patient injury.